Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. The initial reporter also notified the FDA on 28 august, 2019. Medwatch report # mw5089194 report source other: medwatch report. Device manufacture date: unknown. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences. Root cause description: root cause is undetermined. Rationale: no sample, lot, or batch provided.

Event description:
It was reported that bd nexiva¿ closed IV catheter system was leaking. This was discovered during use. The following information was provided by the initial reporter: material no.: (B)(4), batch no.: unknown. It was reported that the pigtail on the catheter was leaking throughout. Rn started a IV in pt's forearm, the built in pigtail on the catheter was leaking all up and down, was removed due to leaking.

Manufacturer narrative:
The following fields have been updated with corrections: date of event: (B)(6) 2019.

Event description:
It was reported that bd nexiva¿ closed IV catheter system was leaking. This was discovered during use. The following information was provided by the initial reporter: material no.: 383532 batch no.: unknown. It was reported that the pigtail on the catheter was leaking throughout. Rn started a IV in pt's forearm, the built in pigtail on the catheter was leaking all up and down, was removed due to leaking.